Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the distal left main artery and extending into the proximal left anterior descending (lad) artery. The physician used a 7fr ebu guide catheter and a 300cm bmw guide wire to access the lesion. The bmw guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed and then removed the oad. He followed up atherectomy by deploying a stent and performing balloon angioplasty. At this point, a distal wire perforation was noted in the diagonal artery. The physician used gel foam to resolve the perforation and performed pericardiocentesis. Additional information was requested, but was denied by the facility.